Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a robotic hysterectomy on (B)(6) 2013. During the procedure, the device was plugged in and a loud noise was noted. About 10 minutes into the procedure the device stopped working. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade failed to rotate during the evaluation; it is likely that the accumulation of blood, body fluids, and tissue prevented the device from continuing to operate as intended. The exact root cause of the damaged cable end condition was unable to be determined from the complaint evaluation results. If the device stopped working during procedure; it may have resulted in higher torque being applied on the motor drive unit end of drive cable and this may have caused that end to unravel.